Event description:
It was reported that inflation could not be maintained on two (2) size 8dct, disposable cannula low pressure cuffed tracheostomy tubes. This was detected immediately after insertion. The devices were inflation tested during the tracheotomy procedure set-up with no problems detected or observed. A third 8dct device was available and successfully placed. There was one (1) patient involved with no reported patient injury. The device were discarded and as such are not available to be returned to the manufacturer for identification, analysis and investigation. A review of the manufacturing records for the reported lot number was conducted which verified that the products were 100% tested and inspected for inflation system integrity prior to product release.